Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-15596. It was reported that the patient presented for remote follow up via merlin.net with recorded episodes of non-sustained right ventricular over-sensing recorded by the implantable cardioverter defibrillator. It was noted that the patient had a history of supraventricular tachycardia and complained of chest palpitations. The source of over-sensing episodes had not been specified. The patient was in stable condition.